Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noisy signals. No oversensing was noted. Additional information obtained from the field representative indicates that the source of noise was not determined and the physician confirmed that all set screws were tight. Rv lead was surgically abandoned. No additional adverse patient effects were reported.